Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not detach from deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in during procedure performed on (B)(6) 2025. During the procedure, a procedure to remove a 4mm polyp at the cardia, the clip used for prophylaxis did not detach from the deployment wire. Despite several attempts, the clip remained attached, leading the doctor to manually pull it off, which resulted in a 1mm laceration. The procedure was completed with another resolution 360 clip. There were no further patient complications reported as a result of this event.